Event description:
A customer reported to baxter that a patient came in to the clinic with a leak from the miniset, it was leaking from top of the miniset. The twist clamp was completely twisted.the set was changed and vankomycin was given as a preventitive measure. There was patient involevment. No injury was reported.

Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab for broken occluder feet. The root cause was not determined. Baxter will continue to monitor similar reports to determine if further actions are required..

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.